Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a low anterior resection procedure, the nurse connected the reload to the handle,then squeezed the handle for checking the jaws opening/closing, however the nurse did not feel the jaws clamped properly. They noticed an interspace between the anvil and the reload. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.